Event description:
On (B)(6) in 2013 the first procedure of tep was performed for inguinal hernia. To fix the mesh product of bard mesh and other anatomical mesh (product ID: tect1309al; lot: snc0461), the abstack20 was used. During operations a customer felt this one could not fix the mesh enough firmly on the tissue. Also some tacks were fell into the cavity. In (B)(6) 2014 hernia recurrence was diagnosed. In (B)(6) 2014: by simple CT scanning something that can be regarded as the direct inguinal hernia was confirmed. A part of mesh material was also identified in the image as an white area. .

Manufacturer narrative:
(B)(4).